Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to erosion which was caused by a placement of a catheter without deactivating the device. The device was explanted and replaced. No further patient complications were reported.